Event description:
It was reported that on (B)(6) 2022 pistol grip tensioner was failing during final tightening attempts. There was no surgical delay and procedure was completed successfully. There was no patient consequences. This report is for one cable tensioner with pistol grip. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part #: 03.221.015 synthes lot #: p137266 supplier lot #: p137266 release to warehouse date: 18 jan 2013 supplier: pioneer surgical technology no ncrs generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to the supplier which conducted a visual inspection of the returned device. Device was returned to resolve surgical on: 10/19/2022. Inspection results for this device are as follows: upon initial inspection of the device it was noted that there were no tensioning bits included with the tensioner. There is no signs of physical damage or excessive wear on the instrument. When the device was tested, the results were slightly below the minimum specification. A review of past complaint has determined: this is the first report since 2019 for tis tensioner failing during final tightening. Date of failure: 09/19/2022 days to failure 3,663 days. A DHR review was conducted and confirms the product met manufacturing specification prior to shipping from resolve surgical. No further actions will be taken at this time. Tis complaint will be logged for trending purposes. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the cable tensioner with pistol grip. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Service and repair evaluation: the customer reported that the device cable tensioner with pistol grip was failing during final tightening attempts. The repair technician reported that the bore of the device seemed offset and device required further testing at the vendor. The cause of the issue is unknown. The vendor reported that upon initial inspection of the device it was noted that there were no tensioning bits included with the tensioner. There is no signs of physical damage or excessive wear on the instrument. When the device was tested, the results were slightly below the minimum specification. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.